Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported issues with infusion sets pulling out from their thigh due to bending and straining. The customer also reported highs of 400 to 500 mg/dl in the past. The customer used manual injections to treat the highs. The insulin pump will not be returned for analysis.